Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm. The device was in use at the same time as a patient had fallen. Due to the other patient falling, and being resuscitated around the same time, the customer indicated that it alarm may not have been heard. No further patient details are available, at the time this report was due.